Event description:
"Pulled the defib paddles from side pouch in the required upward and away from bottom." One paddle refused to release. Following the proper release procedure, the bottom of the paddle housing broke away and separated, leaving it connected by one electrical wire. Reporter was able to replace the bottom plate and using two hands, place the broken paddle to the pt's chest, set charge and defibrillate.